Event description:
It was reported that a patient underwent a total pelvic floor repair procedure and an obturator sling procedure in 2008. The same day post-operatively, the patient developed a fever greater than one hundred one. As a result, the patient was treated with cipro two hundred fifty milligrams, flagyl five hundred milligrams, and tylenol six hundred fifty milligrams administered once a month prior. The event was resolved that day, and the patient is currently doing well. The surgeon opines that atelectasis possibly contributed to the fever.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.